Event description:
It was reported that high out of range pacing impedance was observed on the right ventricular (rv) lead. A rv lead fracture was confirmed. The rv lead was capped (B)(6) 2025 and replaced successfully. The patient was stable.